Manufacturer narrative:
Additional information: the following fields are being updated per additional information received. Describe event or problem: additional information was received and it was learned that balanced salt solution (bss) was used at room temperature, along with oxiglutatione solution and bosmin. It was transferred from the cartridge canopy into the lens case. The physician prepared the device, and reported that the plunger was not left locked after it was rotated. The physician also reported experiencing resistance when the plunger was first pushed out. Section h6. Device code(s): 1487 - device difficult to setup or prepare all pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during implantation of the preloaded intraocular lens (iol), the lens was twisted in the cartridge and could not be implanted. It occurred three times in a row before an iol was implanted. No further information was provided. A separate report will be submitted for each iol.

Manufacturer narrative:
. Section e1 - telephone number: (B)(6). Section h3: the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain the missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes section d9 - date returned to manufacturer: november 4, 2024 section h3 - device evaluated by manufacturer? Yes device evaluation: the product was returned to the manufacturing site for evaluation. The device was inspected under magnification. The complaint device presented with the plunger rod completely retracted and a lens stuck in the tube of the cartridge. Viscoelastic residue could be observed to be distributed through the length of the cartridge. The lens module was inspected and presented with no viscoelastic residue or damage. The device assembly was inspected and presented with no issues. The plunger rod advancement was inspected and presented with no issues. The lens was removed and presented with a detached haptic, damaged optic body, and damaged edge of the lens. Additionally, the lens was folded incorrectly. The complaint issue "lens damaged" was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.